Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The post-ast two hours and fifteen minute 8500 ml simulated treatment was performed and completely without failures. The system air leak test passed. The valve actuation test passed. The patient sensor calibration check passed. The mushroom head check passed. The cycler tested positive for glucose. An internal visual inspection of the cycler found visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of abdominal pain, nausea, vomiting and diarrhea with subsequent hospitalization and diagnosis of peritonitis and fluid volume overload. There is a possible causal relationship between the reported leak on the cassette found during treatment and the peritonitis, although the medical records document the pseudomonas as catheter associated peritonitis. The cause of the fluid volume overload is unknown as the patient did not report missing any treatments or changes in pd solution or diet. The patient did experience drain complications several days prior to hospitalization, but it is unknown if there were any issues related to the pd catheter at the time or if the patient experienced drain complications during any other treatments. There are no reported incidents. Based on available information the liberty select cycler and cycler set cannot be ruled out as a causal or contributory relationship with the peritonitis and fluid volume overload.

Event description:
On (B)(6) 2018 this female patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for a patient line is blocked message and drain complications in drain 5 of 5. The patient also reported that when she went to remove the cassette at the end of treatment, fluid was leaking in the liberty select cycler. Additional information was obtained from follow up with the peritoneal dialysis registered nurse (pdrn) on (B)(6) 2018 and through review of medical records received (B)(6) 2018 which documented that the patient was hospitalized for peritonitis. The patient presented to the emergency room (ER) on (B)(6) 2018 after being sent from the transplant nephrology clinic where a pre-transplant workup showed an abnormal electrocardiogram (ECG, unspecified reading). Upon arrival the patient complained of abdominal pain, nausea, vomiting and diarrhea concerning for peritonitis. The patient also stated she had a 10 pound weight gain (unspecified timeframe). The patient was initially started on empiric antibiotics, vancomycin and cefepime (route, dose, frequency and duration unknown) and given a onetime dose of lasix (route, dose, frequency and duration unknown) for volume overload. The patient was admitted and would continue nightly pd treatments during hospitalization (unknown if fresenius products utilized). The patient¿s hypertension was controlled through adjustments to medication. The pd effluent resulted positive for pseudomonas (species unknown) and the patient was subsequently diagnosed with catheter (not a fresenius product) associated peritonitis. The patient¿s antibiotics were changed to intraperitoneal (ip) cefepime for 3 weeks (dose and frequency unknown) and oral ciprofloxacin 250mg every 12 hours for 14 days. The patient was also started on oral prophylactic fluconazole 200mg tablet every other day for 14 days for concerns of a fungal infection. A computed tomography (CT) of the abdomen and pelvis revealed fluid volume overload which included pulmonary edema, periportal edema, small volume ascites and anasarca. No further hospital course was documented. The patient was discharged to home in stable condition on (B)(6) 2018.